Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. On behalf of a customer, a family member reported unspecified low scan result on the ADC device compared to unspecified glucose reading obtained on fingerstick test. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but self-treated with "235 insulin ratio", some cake and drank some juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.